Manufacturer narrative:
Statspin centrifuge led to burning smell and evidence of burning remains as per customer. No visible flames seen. Fire department was not called. No injuries or medical intervention reported.

Event description:
The customer stated that indicator lights and door open button did not work. It was determined that 24v ps harness was burned. No smoke or fire was observed, just smells. Nobody was injured and the fire department was not called.